Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismax machine, therapy was discontinued two times due to machine alarms. The extracorporeal blood was not returned to the patient in either instance. There was no report of medical intervention associated with this event. No additional information is available.